Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is shattered and damaged and a portion of the electrode is broken off. The opened device was tested and plugged into the controller and registered settings (1,6). The wand produced plasma with its remaining electrode and had no issues activating coag. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a wrist arthroscopy procedure, the tip of the microblator 30 icw snapped off, the surgeon putting too much pressure on the handle. It could have been caught on bone or scope. The pieces were pulled out. The procedure was completed with a s+n back up device. There was a delay less than 30 minutes. The patient status is fine, no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 b5 and h6: event description and codes updated.

Manufacturer narrative:
Internal complaint reference (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a wrist arthroscopy procedure, the tip of the microblator 30 icw snapped off. It could have been caught on bone or scope. The procedure was completed with a s+n back up device. There was a delay less than 30 minutes and no further complications were reported.